Manufacturer narrative:
The company representative was unable to duplicate the reported problem. Based on the error logs, the service specialist believes that the customer may have pulled a cable on the back of the monitor, possibly causing the event of blank screen. The iabp was inspected and no anomalies were found. The iabp performance was verified. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that during an in-service training session, when the iabp was in demo mode connected to a trainer, they observed that when the monitor was deployed the screen went black and generated a high pitched noise from the iabp. The company representative, that was present at the time of the event, restarted the iabp and the iabp worked normally. No patient was involved.